Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge when connected to the customer's computer. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, another usb cable was able to charge the pump successfully. A replacement cable was sent to the customer.